Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side exchange from textured to smooth and rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, wear abrasion, and crease fold. Cloudy, bubbles and voids in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reports right side exchange from textured to smooth and rupture. Device was explanted.